Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was detached during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b1, d4 unique identifier (UDI) , h6 (evaluation conclusion code) have been updated based on additional information received on 27mar2025. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was detached during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: an advanix stent with naviflex delivery system was returned for analysis. Visual examination of the returned device found that only the guide catheter returned, and it had a stent attached to it, the tip of the guide catheter was torn, and the stent was buckled accordion. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was returned attached to the guide catheter. The investigation concluded that the reported event and additional observed damage of catheter guide break were likely due to factors encountered during the procedure like tortuosity, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent was to be implanted to treat a stricture in the biliary during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was not deployed. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Blocks b5 and h6 (device code) have been corrected.

Event description:
It was reported to boston scientific corporation that an advanix stent was to be implanted to treat a stricture in the biliary during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the stent was not deployed. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.